Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders had wear at a fold in the proximal end; however, both cylinders passed leak testing. The pump, reservoir, and rear tip extenders (rte) passed visual inspection as no visual damages nor abnormalities were found. In addition, the pump and reservoir passed leak testing; however, the pump did not pass activation tests. Based on the information available and analysis results, the pump not passing activation testing could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. A revision surgery was performed to explant and replace the device. No patient complications were reported.